Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Regurgitation, which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As the device was not returned to edwards for analysis, the root cause for the degeneration and regurgitation remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease likely contributed to the event. If new information becomes available, a supplemental report will be submitted. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a failing 27mm pericardial mitral valve required valve-in-valve intervention due to degeneration leading to severe insufficiency and heart failure after an implant duration of 11 years and 3 months. A 29mm transcatheter valve was implanted. The patient was noted as being hospitalized in stable condition after the successful valve-in-valve procedure and is doing very well. No additional details were provided.